Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to confirm missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 470 mg/dl at the time of incident. Customer also reported that the display was not showing a clear picture and it showed 3 blue lines, black dots and a shade of yellow. It was also reported that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.